Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. As reported on 17may2023 by a representative of (B)(6) an ncircle tipless stone extractor (rpn: ntse-022115-udh; lot: 14329841) was removed from its packaging during a ureteroscopic holmium laser lithotripsy and the basket "fell apart" after opening one time. Two other same type devices experienced other issues captured under manufacturer report reference #1820334-2023-00741. The issue was detected before patient contact. No adverse effects were reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual and functional inspection of the complaint device was also conducted. One ncircle tipless stone extractor was returned to cook for investigation. The returned basket was inspected, and the basket formation has lost its original shape; the interlocking loops of the basket are no longer at the top of the basket formation. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for lot 14329841 and found no recorded non-conformances. A database search revealed no other complaints had been reported from the complaint device lot except the additional related complaint to this one from the same customer. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Based on the available information and results of the investigation, cook has concluded that the cause of failure mode could not be concluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: name and address - phone: (B)(6), mobile: (B)(6). G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic holmium laser lithotripsy, an ncircle tipless stone extractor was removed from its packaging and the basket "fell apart" after opening one time. Two other same type devices experienced other issues captured under patient identifier: (B)(6). The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.